Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, high capture threshold was noted on the right ventricular (rv) lead. The patient also reports to have experienced shocks in the chest but no administration of high voltage therapy was noted on the device. Diagnostic imaging was conducted but it was unremarkable. No remarkable findings were noted during the lead revision procedure as well. The rv lead was repositioned to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
Additional information received indicating that loss of capture was noted during the event.